Event description:
It was reported that during implant procedure, no parameters were presented by the new right ventricular lead. The lead was not used and the procedure was completed with a different lead on (B)(6) 2024. The patient was stable throughout.

Manufacturer narrative:
The reported event was "the lead did not give parameter". As received, a complete lead was returned in one piece. Final analysis on visual examination of the lead did not find any anomalies except for procedural damage. All tines were intact and undamaged. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
The information on the lead serial number (B)(6) has been updated to (B)(6).